Event description:
It was reported that the user experienced an ilet that would not reliably wake from sleep, while glucose remained stable; support confirmed firmware was current and performed a device restart via the ilet mobile app, with instruction to call back if the issue persists for replacement. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included device history review and remote troubleshooting steps. Investigation of this case revealed a suspected intermittent wake/sleep responsiveness issue consistent with a user interface or power management behavior, with no confirmed hardware failure at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending recurrence and further evaluation.